Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for an unreported indication: norco. Concurrent conditions included: uterine bleeding, vaginal bleeding, perineal pain, menorrhagia and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), mood swings ("other: mood swings") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, mood swings and depression outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and mood swings to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal (dysmenorrhea cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted, in date of insertion: (B)(6) 2014. And discrepancy noted, in date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure:on (B)(6) 2015, essure confirmation test(s) conducted: specify (unspecified), bilateral occlusion. Pathology test: on (B)(6) 2016, intact essure coils and unremarkable tan mucosa. Concerning the injuries reported in this case, the following event was described in patient's medical record: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. New events were added: depression. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4). Ptc global number (B)(4) were added. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: norco. Concurrent conditions included uterine bleeding, vaginal bleeding, perineal pain, menorrhagia and cervical dysplasia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms ¿ fatigue") and mood swings ("other : mood swings"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and mood swings outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and mood swings to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2016 intact essure coils and unremarkable tan mucosa. Concerning the injuries reported in this case, the following event was described in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "abdominal, dysmenorrhea cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding), fatigue, mood swings" were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient in her twenties who had essure inserted for female sterilisation. The patient's previously administered products included for an unreported indication: (B)(6). Concurrent conditions included uterine bleeding, vaginal bleeding, perineal pain, menorrhagia and cervical dysplasia. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: intact essure coils and unremarkable tan mucosa. Concerning the injuries reported in this case, the following event was described in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Pelvic pain was added. Medical history were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.